Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What instruments were used in this procedure to handle the suture? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? On what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the stratafix suture break post-op? If so, where was the break noted (termination, middle, end)? Please describe the appearance of the suture during the second procedure. What suture was used for the re-suturing? Were there any precipitating stress factors for the suture breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent an unknown neurosurgery on an unknown date and a barbed suture was used on the cervical spine fascia. Post-op, the patient heard a sound that sounded like sutures were broken at the suturing site, when the patient put their left and right hands together in front of them, so the patient visited the outpatient. The doctor determined that the suture was broken, and the wound was separated. The patient underwent surgical re-suturing at the same wound site. Afterwards, the patient was stable. Additional suture was performed to complete the case. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? Male, 155cm the diagnosis and indication for the index surgical procedure? Cervical surgery what instruments were used in this procedure to handle the suture? Unk when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? Yes after taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes yes did the surgeon then proceed with wound closure in the opposite direction of the first pass? Yes was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes were two reverse stitches performed across the incision prior to closure? Yes on what tissue was the suture used/location of suture placement fascia what tissue dehisced fascia what was the tissue condition (normal, thin, calcified, fragile, diseased) no special condition was reported onset date/time of dehiscence? (# post op days) more than 1 week post-op. How was the dehiscence managed re-suture with non-absorbable suture (nylon suture). Please describe any surgical intervention required for the wound dehiscence including date and findings. Re suture with non-absorbable suture (nylon suture), and the suture placed in initial procedure was broken. Did the stratafix suture break post-op? If so, where was the break noted (termination, middle, end) unk please describe the appearance of the suture during the second procedure. Broken what suture was used for the re-suturing nylon suture were there any precipitating stress factors for the suture breakage or pulling out of the tissue? When the patient who had undergone surgery brought his hands together in front of him, he heard a sound like the wound had snapped. It is believed that stress was applied on that time. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No what symptoms did the patient experience following the index surgical procedure? Onset date? Dehiscence. Other relevant patient history/concomitant medications? No what is the physician¿s opinion as to the etiology of or contributing factors to this event?when the patient who had undergone surgery brought his hands together in front of him, he heard a sound like the wound had snapped. It is believed that stress was applied on that time. What is the patient's current status? No problem lot number? Unk I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3a. Additional information was requested, and the following was obtained: the patient is male and 155cm. Re-suture was performed with nurolon which a non-absorbable suture. The product was used following the proper use instructions. Only stratafix symmetric was used for fascial sutures. The patient was discharged one week after surgery.